Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty in (B)(6) 2007. Subsequently, a revision procedure has been indicated due to allegations of product failure. No reported revision to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: date of event - unknown; product ID - unknown; device info - unknown; date implanted - unknown; date explanted - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.